Event description:
It was reported that during a peripheral angioplasty treatment procedure involving the common iliac, balloon withdrawal difficulty occurred. According to the customer "during the procedure, they deployed the balloon inside the body, then they removed the balloon. When they tried to put it back in through the sheath, it would not go." The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "no complications." Additional information regarding this event has been requested.

Manufacturer narrative:
H6: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the mfg records for batch # 830359 found that the device met its material, assembly and product specifications.